Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of sound and loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented one of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. Internal visual inspections revealed that one of the resistors had a corroded trace. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis and dye penetrant data. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of a resistor. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.